Event description:
It was reported that, 'pt had total knee, was infected, infection cleared, implanted gmrs and now infected again."

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: description: gmrs dist fem comp sml r 65mm: catalog #: 64952020, lot # s4ryp. Description: mrhk tib ins 10mm xs/s s1/s2: cat #: 64813210, lot number: lcnl669. Description: mrhk tibial sleeve: cat #: 64812140, lot number: lcn853. Desc: mrh tibial b/plt keel sml 1: cat #: 64813110, lot number: s4etr. Desc: kmax stem extnr (s,m,l,xl), 80mm: cat #64768260, lot number: syp3x. Desc: gmrs small axle: cat #: 64952115, lot number: ctd865. Desc: mrh tib rot comp xs-sl: cat #: 64812100 k, lot number: 023231. Desc: gmrs small femoral bushing: catalog#: 64952105, lot number: lcn737, lco254. Mrhk bumper insert -neutral: cat #: 64812130, lot # lcl682. It cannot be determined which, if any of these devices amy have caused or contributed to the pt's infection. Add'l info has been requested and if received will be provided in a supplemental report.